Manufacturer narrative:
H3: ge healthcare has completed its investigation. During a preventive maintenance check by a gehc partner company in (B)(6) 2024, the customer reported a double image issue that had first occurred in (B)(6) 2024. Despite noticing the double image in (B)(6), the customer continued using the probe. Upon learning of the issue in (B)(6) 2024, gehc service requested the customer perform the paper clip test per the fmi instructions which confirmed the double image. The customer acknowledged receiving the notification letter regarding fmi 79072, class ii device recall number: z-0865-2024, both via email on (B)(6) 2024, and through an online survey on (B)(6) 2024. The probe was subsequently returned to gehc for analysis, where the double image issue was reproduced and confirmed. Detailed analysis identified the root cause as the known resistor malfunction, as outlined in fmi 79072. Gehc confirmed that the notification letter includes instructions to make users aware of the double image artifact and to perform the double image test monthly. A reminder letter, along with the original customer letter, is being sent to all customers who have not yet replaced their probe.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. A1, 2, 3, 4, 5, 6 - patient information not provided due to country privacy laws. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
Ge healthcare was made aware that a customer experienced an image artifact during an ultrasound exam. The patient, who had presented with severe abdominal pain, was diagnosed with a heterotopic pregnancy. Customer alleged the image artifact may have been a double image. The patient was taken to surgery and following the procedure, there was a negative finding of ectopic pregnancy.